Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring iii seal did not load properly. During loading, the seal got stuck in the delivery and would not come out. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. The product is returning.

Manufacturer narrative:
The device has not yet been returned to maquet cardiovascular. We will continue to pursue the device being returned from the customer for investigation. A supplemental report will be submitted when the device has been returned and the investigation has been completed. (B) (4)